Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, broken belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the top area where you insert the reservoir is chipped off and the reservoir is not sealed anymore because the gasket doesn't stay in. The customer¿s blood glucose is unknown at the time of the incident but their most recent was 201 mg/dl. They also mentioned that the o-ring is missing and that pieces of the pump casing is broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.